Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for the device showed the pad-pak was first installed on the (B)(4) 2014 and performed to specification up to the (B)(4) 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015 and the (B)(4) 2016. The pad-pak became deplete during this time. An increase in voltage then suggests a further pad-pak was installed. The pad-pak was removed and reinstalled on several occasions between (B)(4) 2016. No further log entries were recorded. The returned pad-pak was inserted into the device and the failed to power on, no status led was visible. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed membrane failure due to corrosion. Upon visual inspection corrosion was found on the membrane tail, which likely caused multiple manual power ups of ten minutes duration. The corrosion observed would indicate the device was stored in adverse conditions however this could not be confirmed by any other means.